Event description:
A customer reported blood glucose results of "303 mg/dl" and "138 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The check strip test passed, however, two control solution tests failed. The control results were "134 and 133" for a normal control range of "93-125". Customer service rep replaced the test strips.